Event description:
Boston scientific received information that this right atrial (ra) lead was not functioning. The health care professional (hcp) stated it was not clear which lead or leads were not functioning. Attempts to obtain additional information were unsuccessful. Ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.